Event description:
It was reported the patient¿s mother thought the patient was in baclofen withdrawal after the last refill. The hcp did not want to refill the patient¿s pump because they thought something may be wrong with the drug. Given the stability information discussed, they would probably plan to refill the pump today so they do not waste the drug, and then would send back the drug from the pump for analysis. Per the reporter the event began occurring sometime after the last refill on (B)(6) 2014. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10955r38, implanted: (B)(6) 2002, product type: catheter. (B)(4).